Event description:
The customer's family member called to report that the customer was hospitalized for high bgs and large ketones. Troubleshooting was performed. The contact stated that the pump was working fine the day before the admission. The customer woke up in the morning with high bgs. The bg was treated with manual injection and the customer went to bed. Then the customer woke up a short time later and noticed that the bgs were higher. The customer was taken to the emergency room. The customer's family member stated that they were trying to prime the pump and could not get out of the manual prime mode. Several reservoirs and tubing were used. The customer has been disconnected from the pump and placed on manual injection.